Manufacturer narrative:
An event regarding fracture involving a mcreynolds adapter was reported. The event was confirmed. Method & results: -device evaluation and results: thread damage was observed on the adapter tip as well as on the edges of the fractured portion stuck in the stem. -medical records received and evaluation: not performed as there is no indication the event is related to patient factors. -device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: there have been 2 other events for this lot. Conclusions: the investigation concluded that the device fractured in overload. Damage to the threads was observed. The exact origin of the damage could not be determined. It is possible the thread damage was hindering the smooth threading of the adapter in the distal stem. This could have led to seizing of the adapter in the distal stem and subsequent fracture of the device.

Event description:
Extractor tip broke off inside stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Extractor tip broke off inside stem.